Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination identified that the middle section was detached and did not return for analysis. A microscopic examination identified a bent spring tip. During dimensional inspection, total length of the guidewire was measured according to the drawing in order to verify if it was according to the specification established on the drawing and results concluded that 67.0 in of the middle section were detached and did not return for analysis. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23apr2025. It was reported that a rotawire was used together with a rota burr. A rotawire was selected for use. During the procedure, stall lamp displayed when start button was pressed again after performing ablation multiple times. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the middle section of the wire was detached.